Event description:
It was reported that during a cholecystectomy procedure, the clip did not feed to the jaw properly and fell out. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.